Manufacturer narrative:
Batch review performed on 10-may-2024: lot 2202597: (B)(4) items manufactured and released on 08-jun-2022. Expiration date: 2027-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 10-may-2024: gmk-sphere 02.12.0003l femoral component sphere cemented size 3 l (k121416) lot 2207342: 36 items manufactured and released on 23-jun-2022. Expiration date: 2027-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0210crl tibial insert fixed sphere cr size 2/10 mm l (k181635) lot 2104780: 30 items manufactured and released on 07-jul-2021. Expiration date: 2026-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 7 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised successfully all components.